Event description:
It was reported that during a lap hysterectomy, an error sound was heard in about an hour and a half. After that, the device was reset and the device passed the system check, so it was used again. After a while, although an error sound was heard again, the device kept being used. Eventually, the blade was broken off inside the patient. The broken piece came out through the vagina when the abdominal cavity was cleaned with normal saline. Besides, it was confirmed with x-ray that no broken piece was left inside the patient. The procedure was not converted. Another device was used to complete the case. In this procedure, a metallic manipulator was used. The doctor commented that the error sound had started when the device had cut the anterior vaginal wall. Also, it was confirmed with dvd that the blade was broken off when the device was used on the anterior vaginal wall. It was unknown which error code was displayed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.